Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Customer's blood glucose (bg) level was 698 mg/dl. Customer attempted to address the elevated bg with a bolus via the pump. Subsequently, the customer went to the emergency room (ER) for the elevated bg and because they felt ill. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the emergency room on (B)(6) 2021 with the issue resolved and no permanent damage. A replacement transmitter was sent to the customer.